Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the customer has experienced hyperglycemia of up to 33.0 mmol/l since the end of (B)(6) 2014. She has delivered insulin via pen and the infusion device as treatment, and no adverse event was reported. She believes the insulin delivery of the infusion device is too low. She switched to a replacement infusion device and has experienced no further problems. The alleged product was requested for evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The insulin pump's electronic compartment has been visually inspected. The acid of the supercap has leaked out as a result of a manufacturing error. Therefore, the supercap and the surrounding electronic parts are corroded. This led to a higher power consumption of the pump and a heat generation can be possible. A supercap is a capacitor for saving the date and time for a while, when no battery is in the pump.